Event description:
Device 3 of 3. Reference MFR. Report #s: 1627487-2011-06251 and 1627487-2011-06252. The patient (B)(6) received an scs system on (B)(6) 2011. It was reported the patient's lead, lead extension and lead anchor were explanted on (B)(6) 2011 due to a wound infection at the lead insertion site. A culture was not taken; however, intravenous and oral antibiotics were administered as treatment. Follow-up on this matter found the patient's infection has resolved.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.